Manufacturer narrative:
The tandem t-slim pump user guide indicates that the novolog insulin was tested and found to be safe for use in the t-slim pump for up to 72 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 469 mg/dl and had vomited. The customer changed the cartridge, infusion tubing and site. A correction bolus was administered and the bg level lowered. As the customer changed the supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be determined. Reportedly, the cartridge is changed every 5-6 days.